Manufacturer narrative:
(B)(4). Report source: macedonia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the stem inserter was broken upon removal of the device. There were no health consequences or harm to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the tip of the inserter, but it is unknown what is broken on the device given the quality of the pictures. No further evaluation can be made from the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.